Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the laser probe tip was unable to be inserted into the trocar. The customer suspects the tip is deformed or to be adhered foreign material. The surgery was completed by using an alternate laser probe. There was no patient harm.

Manufacturer narrative:
The 25 gauge laser probe was received and a visual assessment of the returned sample revealed some adhesive on the cannula. The 25 gauge laser probe was inserted into a 25g trocar and there was some resistance felt, confirming the reported event. Additionally, the sample¿s outer cannula diameter was measured. With an outer diameter min/max values of 0.02020 to 0.02050 inches, the sample¿s outer diameter (od) was measured to be 0.02020 to 0.02250, not meeting specifications. It was determined that there was excess adhesive residue on the cannula tip. The 25 gauge laser probe was packaged on september 13, 2016. There were 186 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).